Event description:
It was reported that a spectrum pump had burnt components on the processor printed circuit board. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Eval confirmed the reported symptom of burnt components on processor printed circuit board through observation. Eval found signs of overheating on the processor printed circuit board which caused damage to the back flex. Eval determined the cause to be a failed processor printed circuit board. The failed processor printed circuit board and rear case assembly were replaced to correct this condition.